Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the patient presented with chest pain and the procedure was to treat a fully occluded lesion in the mid left anterior descending (lad) artery. Pre-dilatation was performed with a semi-compliant balloon. The 3.0x33mm xience alpine stent delivery system (sds) was implanted at 16 atmospheres (atms). A distal edge dissection was observed under fluoroscopy post deployment. An additional 3.0x18mm xience alpine stent was used to treat the dissection. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.